Event description:
It was reported that the flow transducer test during system checkout failed. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test during system checkout failed. Identification of issue has been done by analyzing problem description and service report. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed flow transducer test failure, has been malfunctioning valves for vaporizers. During troubleshooting, the technician found technical error 919 (te919). All four valves have been replaced. The issue has been resolved and the device was delivered to the user in working condition. This complaint has been decided to be reported to competent authorities, as the initial description - flow transducer test failure - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to te919 and during treatment it will be noticed when activation/deactivation of the vaporizer is performed. It is possible to switch to the other vaporizer slot if necessary. The root cause of the reported issue has not been determined.